Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence kit was returned for evaluation. Visual inspection revealed no anomalies. The system was then tested and functioned as intended. Device history review could not be conducted as the lot number is unknown. Return of the device has not changed the trending parameters that were previously reported. The root cause analysis is deemed not necessary as no product failures have been identified in this complaint file. Device functioned as intended. As there has been no issue identified in the manufacturing or release of this confidence kit that could have contributed to the problem reported by the customer and no systemic trends have been observed this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports leakage of water from the confidence kit device before use on the patient (ie. Before injection of cement into the patient). No patient involvement, ie. No adverse consequences. A substitute kit was used. No prolongation was reported.

Manufacturer narrative:
The confidence kit, no needles was not returned for evaluation. A review of the device history record (DHR) could not be conducted as the lot number is unknown. The complaint trend analysis found no systemic issues requiring further action. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. Should the product device become available at a later date, then complaint will be reopened and sample evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.